Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 27-nov-2015. Due to the age of the glidescope pgvl video baton 3-4, and the fact there are no repairs available, the customer was advised to replace the unit. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, two (2) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image would disappear once the stat was connected. The procedure was completed with a back up gvl system, which was available after about one (1) minute. No harm to patient or user was reported.